Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria for having missing feet and critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device powered on and functioned as it should. Due to the errors in the log and the age of the internal battery it was replaced, and new feet were installed. The inlet air path assembly and removable air path foam were replaced per remediation. The device passed all testing.